Manufacturer narrative:
The insulin pump alarmed constantly during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the alarm. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was in the same room with him when he had an MRI. When checking the alarm history for a motor position encoder error alarm another motor error appeared. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.